Event description:
The physician tried to deploy the stent, however only 5mm of stent deployed and stuck. The physician had to use a lot of force and finally deployed the stent. During deployment the catheter snapped and was damaged. The physician needed to pull the whole system out, including wire, however the stent was deployed proximal to the target landing area.